Event description:
It was reported that the patient experienced swelling and pain in the lumbar area. Troubleshooting included two dye studies, on done previously and one intra- operatively, with no leakage in the catheter visualized. The patient had a cerebral spinal fluid (csf) leak that required surgical intervention as a broken purse string was discovered and this was surgically replaced. Reportedly, there was no alleged product issue. The patient recovered and at the time of the event was reported as alive, no injury. This device system delivered fentanyl. Additional information was requested. It was further reported that the purse string around the catheter entry site to the fascia was the issue. No product was removed as there was no product issue. The patient was doing well. Lastly, reportedly only the purse string around the 8780 exit site from the fascia was impacted.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).